Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an issue that was observed during inspection at a workshop in the emea region. The information provided indicated that the electrical safety test failed on a pentax medical video colonoscope model ec38-i10cf2, serial number (B)(4). The device was sent from (B)(6) to pentax medical (B)(4), there is no other information.